Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that all refrigerator was not opening. A field service engineer (fse) confirmed that customer had rebooted the helmer and the medstation at least twice, and the helmer was back online. The fse had logged in and tested everything in the hardware test application (hta), confirmed that all components were working. The fse had also checked the cable connections and verified everything were functioning properly. Additionally, the fse had reviewed the proper procedure with the customer for rebooting the helmer and medstation when the helmer was not detected on the bus. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator had failed to open and error message notified. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.